Manufacturer narrative:
One certain® gold-tite® large hexed screw (ilrghg) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the body and drive feature. The screw is fractured at the threaded region. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction has been confirmed. A root cause cannot be determined.

Event description:
It was reported that the abutment screw fractured. The screw was removed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided/unknown. Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that an unknown abutment screw fractured. The screw was removed.